Event description:
The subject device reportedly had one year of residual longevity left, after less than 4 years of implantation. The device was explanted.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device reportedly had one year of residual longevity left, after less than 4 years of implantation. The device will be explanted in the next weeks.

Event description:
The subject device reportedly had one year of residual longevity left, after less than 4 years of implantation. The device was explanted.

Manufacturer narrative:
The preliminary analysis revealed that a normal battery depletion occurred. Event or problem field modified.